Event description:
The customer reported an issue with incorrect pump time settings, which was greater than a five-minute discrepancy. There was no adverse impact to the customer¿s blood glucose level. The technical support team assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurs, which the customer understood and acknowledged.